Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the medium-large clip applier instrument was observed to have an unknown malfunction. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following information: customer was using hem-o-lok clips when the issue occurred. The instrument was available for evaluation. Photos and/or videos of this event were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. The instrument failed an intuitive imprecise motion test along with the clip test. The probable root cause of difficulty applying a clip is attributed to a damaged grip cable leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).